Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a representative regarding a patient receiving intrathecal fentanyl (200 mg/ml at 37.5 mcg/day), bupivacaine (8 mg/ml at 1.5 mg/day), and morphine (40 mg/ml at 7.5 mg/day) via an implanted pump system. The patient's pump was being moved from their back flank area to their abdomen due to discomfort. At the revision procedure they reported seeing a warning message on the 8840 programmer for the catheter information. The catheter was reportedly "very long" with the revision due to the new placement of the pump. Additional information was requested to determine what the physician programmer warning message was in addition to any relevant troubleshooting, actions, or interventions performed.

Manufacturer narrative:
Product problem does not apply to this report.

Event description:
Additional information received from a company representative reported revision segments were pieced together, so the screen prompted that it was not a normal priming bolus, it was discussed that this was normal. The company representative was unaware of any troubleshooting done to relieve discomfort of the pump prior to repositioning.